Event description:
Acuvue oaysis, breaks down after 2 weeks, sticks to your eye and tears it. Enormous amount of pain. This should be taken off the market. Dose or amount: one lens per eye. Event abated after use stopped or dose reduced: yes.